Event description:
It was initially reported that the device was displaying both, the battery and wrench leds on the face of the unit. The main pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main pcb assembly and it was then observed that it would prompt "call for service" and had three fault codes logged in memory, indicating a potentially critical failure. There was no pt use associated with the reported potentially critical failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the removed main pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic), designator u23, on the main pcb assembly.